Event description:
It was reported that prior to an unk procedure, before the operation started, nurses did the initial test of the device. But the device did not work. The generator indicated an error. So they changed the device for new one. The rep went to the office and tried the device with the generator there. There was an error also and the device did not work. However, when the rep pushed the test button and was holding it for some time. The test was running for a long time. And then a piece of the active blade broke away. It literally flew off. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected a this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.